Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue. Impedance values were electrode 2= 40,000, electrode 8= 15,190, electrode 9= 21,580, and electrode 11= 28,120. Additionally, the patient experienced a stimulation issue, receiving a "settings not available" and "cannot provide your desired intensity settings" message on their controller. Troubleshooting was performed, which involved connecting to the patient's ins battery and running an impedance check. The programming was adjusted by moving the anode from electrode 2 to electrode 3, allowing the patient to increase intensity settings without receiving error messages. Despite the adjustments, the high impedance issue remained. It was determined that no lead revision or replacement surgery was needed at this time, and the patient will continue using the current programming while monitoring for any new issues. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.